Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional had broken during the cleaning process.

Manufacturer narrative:
Device is non sterile complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned articular surface provisional shows nicks and gouges. Additionally, the device has fractured through the post feature. All pieces were returned. Dimensional analysis shows that both the width and thickness of the device is conforming to specification. Device history record was reviewed and no discrepancies were found. The root cause of the issue is considered to be general wear and tear from use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.